Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Facility called inquiring what hi means. Reviewed meters memory: (results listed are from multiple patients): (B)(6).